Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: 0221226375, implanted: (B)(6) 2021 product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 08-sep-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported that the patient experienced a loss of therapy. It was noted that a lead migration was confirmed by xray. Different programs were tried with no result. The patient was scheduled for a replacement.